Manufacturer narrative:
The reported event could be confirmed, since the x-rays and surgery report were provided that matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the provided x-rays confirms the highly unstable multifragmentary fracture was stabilized with a long gamma nail, and cerclages. This was fixed distally with only one screw, which alone was unable to bear the load. Distally this fracture should have at least been fixed with two screws. Taking this in to the consideration, possible root cause would be but not limited to user related (technical error/ use of single screw distally) or patient factor (overload). If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition is unknown.

Event description:
As reported: "the locking bolt in the patient has broken through."

Manufacturer narrative:
The reported event could be confirmed, since the x-rays and surgery report were provided which confirms the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. A formal medical opinion was sought from an experienced independent healthcare professional as below: ¿I have read the report and looked at the x-rays. The distal screw of this long gamma nail construction broke after surgery. It is not clear from the available information when the initial surgery on this subtrochanteric fracture was performed and what the aftercare was (e.g. Full weight bearing?) What is clear is that this very unstable multifragmentary fracture was stabilized with a long gamma nail, and cerclages. This was fixed distally with only one screw. From a medical and biomechanical point of view. This may be to little in this highly unstable fracture. The report shows that no additional fracture reduction was possible on the traction table, this suggest consolidation of the fracture is quite far along the process. The x-rays show a fracture with signs of consolidation and a fracture piece which is not properly reduced. The breakage of the screw suggests it happened early in the healing phase, due to weight bearing due to the fracture looking for compression. However, since the fracture was highly unstable there was too much force on the screw, the screw broke and the fracture collapsed, which caused secondary dislocation. In the resulting state there was compression on the fracture, it stabilized and healing could occur. That is why no reduction was possible in the second surgery.¿ the provided x-rays confirm the breakage of the distal screw placed initially, and it was also observed the nail was still intact and fracture consolidation was almost entirely achieved. Revision surgery was performed to remove the broken distal screw and place two distal screws this time, to secure the fracture. The clinical statement suggests towards a likelihood of overloading of the distal screw due to the unstable nature of the fracture and potentially early weight bearing by the patient. Taking into consideration the nature of fracture, two distal screws would have been a preferred option to fix the distal end. However, this cannot be confirmed without a device inspection. Therefore, more information such as patient activity level, date of implant and the device must be available in order to determine the exact root cause. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "the locking bolt in the patient has broken through."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the locking bolt in the patient has broken through."